Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that it takes a long time to charge ins and difficult to get it to charge which pt says has been happening since "like about a day after the implant because the stimulator like flipped up but my doctor hates to reposition it but I will be seeing the dr to talk about repositioning it so it lays flat". Pt says that yesterday it can take an hour and 50 minutes to charge the ins, and says that her ins has "flipped up its not lying flat". Pt says that rep jesse told pt it shouldn't take that long to charge. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.